Manufacturer narrative:
Device discarded by the user. Assembly and packaging review conducted, no issues identified.

Event description:
Probes placed in lung mass. Patient began to aspirate blood. Case cancelled, patient intubated and taken to ICU. Procedure rescheduled for the next day. Probes disposed of in the sharps container.